Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) thirty-nine times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device produced an incomplete mesh and the roller gear and carrier guide were replaced. This is a related issue. On (B)(6) 2019, it was reported that the device was malfunctioning and getting incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 1510317, and a 2:1 ratio cutter, serial number (B)(6) for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller gear and roller were visibly damaged. The 1.5:1 ratio cutter, serial number (B)(6) and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb, roller gear, roller, cutter collars, and cutter gears. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Although the device was not able to be evaluated for the reported incomplete mesh, it was noted during evaluation that the device had a bent comb which could potentially cause the device to give an incomplete mesh. The reported event is therefore confirmed. The root cause of the reported event cannot be specifically determined with the provided information however as it is unknown how the comb became damaged. The device was noted to be functioning as intended after the comb, roller gear, roller, cutter collars, and cutter gears were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher was malfunctioning and getting incomplete mesh for previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.